Event description:
It was reported by a customer that at the start of a procedure on (B)(6) 2011, errors 233 and 202.1 were received from the laser system. Per the customer, the console errors issue could not be resolved and the customer used a back up laser to complete the procedure. No patient injury was reported.